Event description:
Customer reports 3 units overinfused over 2.5 days to 3 days instead of an anticipated 4 days. Three pts involved in the report. Units filled to a total volume of 48ml with saline and 2mg/ml of doxorubicin and 1mg/ml of vincristine. Customer reports no pt injury to any of the 3 pts.